Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age and gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient subsequently expired; however, it was not a result of the reported malfunction.

Manufacturer narrative:
The als device was not returned to zoll medical corporation, instead a strip from the reported event was received. Review of the strip does not provide enough data to evaluate the algorthm decision, but it appears the operator elected not to shock based on their advanced lifesupport (als) training. Analysis of reports of this type has not identified an increase in trend.